Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device explant this right atrial (ra) lead was found to have a insulation breach lead was not explanted, was decided to remain implanted electronically abandoned. No adverse patient effects were reported.